Event description:
It was reported that the system intermittently locked up. This resulted in a total loss of navigation functionality. Functionality could be recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard and mouse were replaced during the service call. The system was tested and found to be working as intended and put back into service.